Event description:
Caller reported a malfunction involving a cgm error 42, which was associated with their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset guide, and the caller successfully reset their pump without the cgm error reappearing, leading to the successful initiation of a new sensor session.